Event description:
It was reported that post operative of a laparoscopic gastric sleeve on (B) (6) 2010 , the patient was taken back to the or on (B) (6) 2010 due to a drop in their hemoglobin count. The surgeon was required to do an additional procedure on the patient as an exploratory. When the surgeon examined the short gastric vessel he found loose clips in the abdomen and the seal had opened from the original surgery. They used another device with the etrio in the original procedure. The patient had lost 800 cc of blood and there was an opening on one of the short gastric vessels. It was unknown how many units of blood were required. They were sent to ICU and stay longer before release. They completed the re op by placing more clips and used surgicel for homeostasis. Patient is reported to be stable at this time. The devices were discarded at the account.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the account provided the following details: the patient had the surgery for metabolic reasons, she had to be sent to ICU for 2 days postop the second surgery. She had a bmi of 33 and is diabetic. She is reported stable and at home since (B) (6) 2010. The clips appeared to have dropped off of the vessel at the seal site. She was given 4 units of blood. As a lot number was not received, a device history review could not be performed.